Event description:
During initial testing at the manufacturing facility, the device did not sound an audible alarm tone while on the low volume setting. Note: the device was received from the customer with a report of " the device starts alarming with no display when attempting to power up the device."